Manufacturer narrative:
The fse found that the problem was attributed to a plugged path at ports 8 and 9 on the diff shear valve 85/126. The fse disassembled and cleaned the shear valve, and cleared the plugged ports to resolve the issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse observed an unusual differential (diff) scattergram pattern displayed on a coulter lh 750 hematology analyzer. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event.